Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. After a shock was administered using the standard external paddles, the patient's ECG rhythm converted to asystole. External pacing was attempted and the device allegedly displayed a continuous connect electrodes message and use of the pacemaker was inhibited. CPR was administered for the remainder of the transport to the hospital. The patient was not resusciated. The paramedics indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.